Manufacturer narrative:
Corrected data: upon further review, the file is reassessed as not reportable. The patient experienced blurry distance vision and was explanted in a secondary procedure. The diu150 22.5 was exchanged for a dib00 21.0, with a difference of more than one diopter. Given the values, the best-corrected visual acuity (bscva) improved from 20/80-2 pre-operatively to 20/60 post-operatively, indicating a good patient outcome. Therefore, this event is no longer considered reportable. There will no longer be any further reporting under MFR report number 3012236936 -2025 -0002515. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov. 5, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half. No further issues were identified. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issue during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.) Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the one week post-operative appointment following the implantation of a preloaded monofocal toric intraocular lens (iol) in the right eye, the patient experienced blurry distance vision. The lens was subsequently explanted in a secondary surgical procedure. Another johnson & johnson iol (dib00 +21.0 diopter) was implanted as replacement. It is noted that the best-corrected visual acuity (bscva) improved from 20/80-2 pre-operatively to 20/60 post-operatively, however, it is unclear if that was with the initially implanted lens or the replacement lens. The patient's status and whether daily activities were impacted is unknown. There was no unplanned incision enlargement, unplanned sutures, or unplanned vitrectomy. It is unknown if there was any delay in the procedure or if any medication was prescribed outside of the standard of care. No further information was provided.